Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they seen a periodontist and they confirmed that they have 3 teeth moving. The roots for the teeth have shifted too far forward during treatment and is causing the continued mobility.